Event description:
During a routine shift check by a clinician, the device was unable to discharge, when using external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.